Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, six (6) days post op, patient was revised due to a peri prosthetic fracture of the acetabulum and was revised to a 52mm cup. During the revision procedure, the patient needed an emergency bypass surgery due to the circulation being cut off at the femur. No other revision has been done at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were not provided. A definitive root cause cannot be determined for the fracture. A review was completed by a health care provider, and it was determined that there was no problem was found in relation to the bypass. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.